Event description:
Cardiomems device was implanted in standard fashion and confirmed to have pa readings. Several days post implantation, tracings were difficult to obtain, and device was confirmed to be in the rv. FDA safety report ID # (B)(4).